Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion with "normal stenosis" was located in the mildly calcified mid left anterior descending artery. The physician advanced the 2.25x16mm promus element stent to the lesion and noticed that a few distal struts were not in the correct position. The device was removed without any difficulty. The procedure was completed with another unspecified bsc stent. No complications were reported and patient status is fine. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluation: a visual and microscopic examination identified distal stent damage; rows 1 through 4 had struts misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The outer lumen was kinked from 14.6cm to 14.9cm distal to the port area. No issues were noted with the profile of the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks were observed along the length of the hypotube shaft. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion with "normal stenosis" was located in the mildly calcified mid left anterior descending artery. The physician advanced the 2.25x16mm promus element stent to the lesion and noticed that a few distal struts were not in the correct position. The device was removed without any difficulty. The procedure was completed with another unspecified bsc stent. No complications were reported and patient status is fine. This device is only ous approved but is similar to marketed us device.